Manufacturer narrative:
This lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to high right ventricular (rv) pacing impedance measurements. A review of the presenting data noted an impedance measurement of 500 ohms from the previous day and currently it is greater than 2000 ohms. Noise and oversensing was noted which resulted in some inappropriate anti-tachycardia pacing (atp). Possible intermittent loss of capture was observed on a stored event as well as on the presenting electrograms (egms). Additionally, r-wave measurements have decreased from approximately 14mv to 2mv and threshold measurements have increased. A revision procedure was performed and the device and both rv leads were removed from service. A new system was implanted without further incident. No adverse patient effects were reported.